Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number was not provided. Investigation summary: the sample was not returned for evaluation, three electronic photos were provided for review. The investigation is confirmed for fracture in the blue catheter hub extension tube line and blood leakage was observed from the fracture on the clamping region of blue catheter hub extension tube line and also deformation was found around the fracture. Based on the photo review, a fracture, leak and deformation around the fracture in the catheter extension line clamping region of blue catheter hub can be confirmed. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: h6 (results, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the device allegedly found cracked and leaked in the extension line behind the clamps. The procedure was completed using another catheter. There was no reported patient injury.

Manufacturer narrative:
A photo was provided to the manufacturer. The lot number for the device was not provided. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during a procedure, the device allegedly found cracked and leaked in the extension line behind the clamps. The procedure was completed using another catheter. There was no reported patient injury.